Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise oversensing. Subsequently, the ra lead sensitivity was decreased and the rv lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.